Event description:
Guidant received information that this transvenous defibrillation lead was exhibiting loss of capture and low r-waves. Echocardiogram revealed a pericardial effusion. Some angles it was possible the lead was protruding extracardial. The pocket was opened. It was reported the lead helix would not retract or extend with up to 20 turns. Eventually, the screw retracted enough to be explanted. Another transvenous defibrillation lead was successfully implanted. After closing the pocket the implantable cardioverter defibrillator (ICD) recorded oversensing. The pocket was reopened and the pace/sense portion of this transvenous defibrillation lead was disconnected, cleaned and reconnected with good readings. Blood was observed in the header. Additional information was received that the oversensing was related to sealplug damage and resolved.